Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 28-dec-2017 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after unknown latency the patient used walker for 2 days, it hurts to get out of a car or it hurts to get out of a car, it locks up a lot now, knee felt very stiff and it was terrible, severe pain and fluid withdrawn; also, device malfunction was identified for the reported lot number. Patient had knee surgery and scopes in the knee in the past and knee replacement in the other knee (with no anesthetic given at the time of the procedure). Patient had received sodium hyaluronate (supartz) in the past. No concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2017 (6 weeks ago), the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6ml once (batch/ lot number: 7rsl021; expiry date: not reported) in the knee for knee osteoarthritis. On an unknown date in 2017, 4 to 5 hours after receiving the injection patient started experiencing severe pain. Patient also had to use a walker for 2 days, the knee felt very stiff and it was terrible, and patient still had problems. Patient stated the pain was not as severe as it was the first couple of days after the injection. Patient stated that it locked up a lot now and it hurts to get out of a car or when she was standing after she sits for a while (latency: unknown). Patient stated that she saw the doctor at the sports clinic and the doctor informed her that they might have to go in the knee to clean it out or flush it out (latency: unknown). Patient had an appointment next week. Patient stated that she had fluid withdrawn and was given a steroid shot for the pain. Patient also stated that she had called her doctor to report this shortly after the injection. Patient also confirmed she was not hospitalized. Corrective treatment: unspecified steroid shot for severe pain; not reported for rest outcome: recovered with sequelae for all an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for walker for 2 days; required intervention for device malfunction and severe pain pharmacovigilance comment: sanofi company comment dated 3-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later used walker. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case cross referenced with (B)(4). This unsolicited case from united states was received on 28dec17 from pt. This case concerns a 65 year old female pt who received treatment with synvisc one and after few hours had severe pain; after unknown latency the pt used walker for 2 days, it hurts to get out of a car or it hurts to get out of a car, it locks up a lot now, flu like symptoms, knee felt very stiff and it was terrible, could not put weight on it and fluid withdrawn; chondroplasty right knee, arthroscopy right knee (latency: 11 weeks), bacteria in medicine infected the knee, impaired gait/increased walking difficulty/ right knee pain limiting prolonged walking/mild difficulty walking (latency: unknown), felt like had flu, impaired balance, decreased strength, right knee pain limiting prolonged standing, mild difficulty performing adl's/impaired adls, crepitation in posterior aspect of her knee, reaction to the injection/pseudoseptic reaction (latency: few days). Also, device malfunction was identified for the reported lot number. Medical history: diabetes mellitus type 2, right knee osteoarthritis, gastroesophageal reflux, hypertension, sleep apnea, night sweats, joint pain, joint swelling, backache, depression, left knee pain and instability relating to tricompartmental osteoarthritis, hysterectomy, staph of left knee 2 years ago after left knee scope, thumb surgery, dyslipidemia, hyponatremia, prior surgery: orif distal radius right wrist in (B)(6). Hysterectomy in 1995. Cmc arthroplasty in 2006, prescribed medications were mupirocin (bactroban), bactrim ds, clindamycin hydrochloride (cleocin) hci, ibuprofen (duexis) on (B)(6) 2008, pt bothered with numbness and tingling in her right hand now for past year. Aggravated for the past 2 months (mth). Related to heavy lifting and gripping. Awakes her at night. Median nerve compression test after 15 seconds of compression. Carpal tunnel syndrome. (B)(6) stepping up with left knee and twisted her right knee. Had pop and developed pain posterolaterally. Some radiation up the thigh and down the leg to the back of calf. Pain primarily along posterolateral joint line. Pain not any better now than it was over a week ago when she first injured it. On ibuprofen. Posterolateral knee pain, suspect lateral maniacal tear. On (B)(6) surgery right knee scope. On (B)(6) at l5-s1, disc space well maintained. There was facet hypertrophy. L4-15, there loss of high signal intensity within disc on 72-weighted images compatible with desiccation secondary to degenerative disc disease. Ligamentum flavum buckling, diffuse disc bulging resulting in spinal stenosis. Neural foramen mildly narrowed, left greater than right. Minimal retrolisthesis of l4 relative to l5, which also contributes to spinal stenosis. L3:14, bisc space height relatively well maintained. Minimal retrolisthesis of l3 relative to l4. Mild spinal canal narrowing but no frank spinal stenosis. Inferior neural foramina' narrowing bilaterally. At l2-l3 and l1-l2 disc space levels, the discs relatively well maintained. At l2-l3, there was facet hypertrophy and minimal diffuse disc bulging. Inferior neural foraminal narrowing. L1-l2 disc space level otherwise was unremarkable. Lumbar spondylosis. On 06aug09 sutures removed and steri-strips applied. On(B)(6) mild pillar pain. Right knee scope with lateral meniscectomy and abrasion chondroplasty pain radiating down back of the leg half way down the calf and up to thigh. Walks with careful gait. Pain with flexion beyond 120 degrees. Doing fairly well with some residual posterolatensl pain. On (B)(6) injury to her right leg while at work (on 428- (B)(6) torn meniscus in the right knee. Underwent arthroscopy in late may. Continued to complain of pain in her knee region with cramping in calf. She has taken ibuprofen (advil) and methocarbamol (robaxin). Pain in right buttock region radiating into the lateral thigh and upper calf. Lumbar MRI films reveal some degenerative disk disease most prominent at l4-l5 and some at l3-l4 well appears component of right sacroiliitis. (B)(6) got crunching and grinding in her knees especially in the patellofemoral joints. Meniscus excised. Injured the left knee (2006) where she had some type of tendon tear and had that repaired. Got bilateral medial joint line pain. She has got medial joint line tenderness, positive effusion on clinical exam. Knees crunching and grinding on loading of the medial joint line and in the patellofemoral joint. X-rays showed degenerative changes in patellofemoral joint. Bilateral knee chondral damage, osteoarthritis. Knees were injected with 2.5cc of s sodium hyaluronate (supartz) in anterior lateral portal. Knees injected with 2.5cc of sodium hyaluronate in anterior lateral portal. Injected with 2.5cc of sodium hyaluronate in anterior lateral portal. The pt received 5 sodium hyaluronate injections. On 10feb14, pt had chronic bilateral knee pain status post supartz. A lot of problems with her right knee just mild problem. Left knee giving her significant problems in the posterior aspect of her knee, hard time keeping her knee straight. Burning over the peroneal nerve area. Pain 4/10. Xrays ordered performed and interpreted. Bilateral knee x-rays reveal some degenerative changes right greater than left in the patellofemoral joint. Mild narrowing of the femoral tibial joint. On (B)(6) knee injections in the past approximately 2 months ago with steroids and knee better but still having unilateral swelling and posterior popliteal pain. Unilateral swelling left leg with djd of knees: on (B)(6) pt had pain approximately 1 month as well as limited range of motion and swelling. Moderate cartilaginous defects present more posteriorly along the lateral aspect of the medial femoral condyle. On (B)(6) right knee septic bursitis. Friday night she had a really bad night was feeling like she had the flu she thinks that the clindamycin might be contributing to this. Gotten somewhat better she's had less redness and tenderness to the right knee. On (B)(6) bilateral knee pain. Knee arthropathy she's had a series of sodium hyaluronate her last injection she's has recurrence of her pain and she's wants to come in and have steroid injection so she'll continue her left active lifestyle without knee replacement. Staph infection. Synovasure aspiration. Placed on schedule for total knee arthroplasty but had to cancel due to a distal radius fracture causing her to seek treatment for that insteadleft knee: mild effusion. Right knee: active range of motion: extension 0 degrees, flexion 120 degrees. Strength: 5/5 quadriceps. 5/5 hamstrings. X-rays, four views of the left knee performed today reveal no acute fracture or dislocation. Decreased joint space, particularly in the pa flexion view of her medial compartment, decreased lateral patella space as well with patellar osteophytes. (B)(6) pt had bilateral knee pain. Degenerative joint disease both knees. And undergoing about 4 years now of viscose up mentation steroid injections. Her significant only. On (B)(6) complaint of bilateral knee pain, left greater than right. Cortisone injection. Had hyaluronic injections and these do not seem to be giving her any relief in her pain symptoms. Xrays, four views of pt's right knee, pt has moderate-to-severe narrowing of the lateral compartment as well as some patellofemoral degenerative changes: bilateral knee arthritis, left knee effusion. Sterile procedure with area to be injected cleansed with betadine. Ptâe s left knee was injected via superior patellar approach with 15 mg of lidocaine. Aspirated 40 cc of clear yellow fluid. Good hemostasis and no complications. (B)(6) surgical consultation regarding her left knee worsening pain. Pain has been a problem for several years. She underwent a cortisone injection, series of sodium hyaluronate gel injections, and most recently had knee arthroscopy in (B)(6) none of these efforts have helped her pain. Postop from her knee arthroscopy, she did develop staph infection. Third knee surgery on this left knee. Pt complains of ongoing pain, discomfort, swelling, and buckling. Ready to proceed with total knee arthroplasty. X-rays two views of left reveal complete loss of joint space in medial compartment and decreased patellofemoral compartment with small patellar osteophyte noted. Right knee also does exhibit signs of arthritic changes as well. On (B)(6) left knee internal derangement, postoperative: left knee grade 3-4 damage of medial femoral condyle, lateral tibial plateau and patella, grade 3 damage of the medial tibial plateau and lateral femoral condyle. Posterior horn medial meniscus tear, posterior horn and anterior horn lateral meniscus tear with some chondrocalcinosis. Lateral riding patella. Left knee arthroscopy with chondroplasty of medial femoral condyle, medial tibial plateau, lateral tibial plateau, lateral femoral condyle, and patella in femoral groove with posterior horn medial meniscus resection and partial resection of anterior horn lateral meniscus and posterior horn lateral meniscus. On (B)(6) 2015 aspirated and cultured nothing drawnout but she had recurrent effusion. Erythema the lateral portals marked effusion of knee. Preoperative diagnosis left knee portal infection with intraarticular spread after knee arthroplasty. Postoperative diagnosis was left knee portal infection with intraarticular spread after knee arthroscopy. (B)(6) , follow up for left knee intraarticular infection status post arthroscopy, zyvox that causing lots of dizziness. Pt had viscosupplementation then total knee arthroplasty, on 13jun17 due to arthritis with gradual progression. Postoperative seroma developed after traumatic events in which she fell while in her garden. Resolve on its own with rest, ice, compression, elevation. Posterior knee pain after rising from a seated position for significant period of time. Ongoing right knee pain. Some catching and popping, mild limp.: left knee anterior midline surgical scar. Seroma resolved. Right knee: large effusion. Passive range of motion very painful 0 to 115 degrees. Tender to palpation over patellofemoral joint, medial and lateral joint line.. X-rays: two views of the left knee performed today reveal postop total knee arthroplasty in good position and alignment. Large effusion patellofemoral osteoarthritis with large osteophyte formation, complete loss of joint space in the lateral compartment with a shredded and macerated lateral meniscus. (B)(6) after fall did notice swelling, pain at her knee. Ice and an ace bandage wrap for support. Mild limp. Left knee: palpable hematoma over the superior medial aspect of her left knee. X-rays: two views of the left knee performed today reveal no normal postop total knee arthroplasty well in place, with no evidence of fracture. (B)(6) MRI showed large knee joint effusion present with synovitis. Degenerative signal presnt throught medival meniscus. Moderate cartilage loss mild subchondral cystic change and moderate osteophyte formation. Moderate cartilage loss in platella with moderate trochlear cartilage loss. Moderate patellofemopral osetophytes. Multiloculkaer cysty posterior to knee could represent a ganaglion or joint recess. Multiplocular lateral meniscus with associated svere degenratibe change in lateral compartment. Moderate degenerative changes in patellofemoral compartment. Defentarion od medival menisus without a discrsete tear. Allergic to cefaclor (ceclor) causes joints to swell and her skin to itch. Denied alcohol or tobacco use. Worked as a bus driver. On an unknown date in (B)(6) sterile procedure with area to be injected cleansed with betadine. Right knee was injected via the lateral joint line with 50 mg of lidocaine followed single intra-articular synvisc one injection, at the dose of 6ml once (batch/lot number: 7rsl021; expiry date: may20) in the knee for right knee osteoarthritis. On (B)(6) 4 to 5 hours after receiving the injection pt started experiencing severe pain in the knee. Same day, atient could not put weight on and had to use a walker for 2 days. Pt had to use walker for 2 days. Pt also felt flu like symptoms stayed in bed. Pt had continued pain after she could walk. In 2017, knee felt very stiff and it was terrible, and pt still had problems. Pt stated the pain was not as severe as it was the first couple of days after the injection. Pt stated that it locked up a lot now and it hurts to get out of a car or when she was standing after she sits for a while (latency: unknown). Pt stated that she saw the doctor at the sports clinic and the doctor informed her that they might have to go in the knee to clean it out or flush it out (latency: unknown). Pt had an appointment next week. Pt stated that she had fluid withdrawn and was given a steroid shot for the pain. Pt also stated that she had called her doctor to report this shortly after the injection. Pt also confirmed she was not hospitalized. Pt did consult hcp on (B)(6) 2017. Medrol dosepak on started on (B)(6) 2017. On (B)(6) 2017 pt met hcp. On (B)(6) 2017, fluid was taken (drained 53 cc). On (B)(6) 2017 pt had right knee pain. Pt was at followup on her synvisc injection. Reaction to the injection. She felt like she has had the flu but has not had any fever pain and swelling in knee persisting. Icing her knee. Gait and station: mild antalgic gait without assistive device. Right knee: the pt has moderate effusion. There was mild diffuse tenderness. No erythema. She has mild decreased range of motion. Right knee effusion. She did have a reaction from synvisc. Aspirate and inject knee. Fluid for lab evaluation with culture stain, cell count crystals. Give tramadol for pain. Sterile procedure with area to be injected cleansed with betadine. Right knee injected via superior patellar approach with 50 mg of lidocaine to numb area and then aspirated 50 cc of yellow-to-clear fluid. Injected with 8 mg of dexamethasone and 5 mg of bupivacaine hydrochloride (marcaine). Continued to have significant right knee pain knee swelling and knee warmth. Based upon her increased knee pain since her injection, concerned because of this continued pain. Consultation that we have with infectious disease as well as discussion regarding management of these pts. Possible arthroscopic irrigation as well as culturing. Current medications were chlorthalidone daily, venlafaxine hydrochloride (effexor xr) 150 mg daily, prilosec 40 mg daily, montelukast (singulair) 10 mg daily, atorvastatin calcium (lipitor) 20 mg daily, metoprolol tartrate (metoprolol) 100 mg daily. On (B)(6) 2017 left knee resolving ecchymosis area. Moderate fluid in the suprapatellar region. Did not feel to be joint effusion.no evidence of current infection more than likely resolving serom. Passive range of motion 0 to 115 degrees. Right knee: active and passive range of motion within normal limits with mild crepitation.. Tender to palpation over the medial and lateral joint lines. X-rays: reveal postop total knee arthroplasty in good position and alignment. Postoperative care for left total knee arthroplasty. Contusion resolving of the left knee, (date of injury 15jul;17). Chondromalacia, right knee. (B)(6) 2018, alert and oriented to person, place, date and situation. Strength: 5/5 quadriceps. 5/5 hamstrings right knee: moderate valgus deformity. Medial and lateral joint line tenderness to palpation. Severe crepitation. 2+ effusion. Active range of motion: extension 5 degrees, flexion 115 degrees. Passive range of motion sane as active. Strength: 5-/5 quadriceps. 5-/5 hamstrings. Negative patella apprehension left and right foot: no pes planus. This culture was specifically need to be addressed for the possibility of methylobacterium thiocyanatum gram-negative rod. Two portal arthroscopy performed using 2.7mmarthroscope for visualization. 2+clear joint fluid effusion, chondroplasty method debridement with shaver. Right knee was extensively irrigated using arthroscopic technique. Normal saline arthroscopic fluid used during irrigation process. 0.25% marcarine installed in portal sites. Sterile strips, bulky dressing applied. As of (B)(6) 2018 the pt had mild difficulty walking and performing adl's, aggravating factors were walking standing after sitting long time. On (B)(6) 2018 surgery/chondroplasty; right knee arthroscopy with extensive irrigation debridement culture and chondroplasty of the patella grade 3-4, trochlea grade 2-3, medial femoral condyle grade 4, medial tibial plateau grade 4, lateral femoral condyle 4, and lateral tibial plateau 4. On(B)(6) 2018right knee limiting prolong walking and standing. (B)(6) 2018 right knee arthroscopic surgery. Had injection in right knee and bacteria in medicine infected knee. She had increased difficulty walking. Aggravated outside of knee since previous session. On 02feb18 isolated from broth only enterococcus species. On (B)(6) 2018 isolated from broth only enterococcus species. As of (B)(6) 2018, reported that post-op recheck, some crepitation and some popping in the posterior aspect of her knee. Ally injected with compromised lot of synvisc and that prompted her irrigation and debridement. Cultures intraoperatively reveal broth only on enterococcus species, which was different from the contaminant found in the synvisc studies. Physical examination showed right knee healed arthroscopic portals, moderate effusion, active range of motion 0 to 105 degrees. Passive range of motion 0 to 110 degrees. Motors intact. Continue home exercises. She may return to full duty as a school bus driver at this point from (B)(6) 2018. Corrective treatment: unspecified steroid shot, methylprednisolone (medrol) for severe pain; walker; medrol for could not put weight on it; not reported for rest events outcome: recovered with sequelae for it hurts to get out of a car or it hurts to get out of a car, it locks up a lot now, fluid withdrawn and knee felt very stiff and it was terrible; unknown for bacteria in medicine infected the knee; not recovered for device malfunction, severe pain, could not put weight on it; recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number 51650 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for device malfunction and could not put weight on it; required intervention for device malfunction, severe pain, could not put weight on it; important medical event for chondroplasty right knee, bacteria in medicine infected the knee additional information received on 15jan18 and 18jan18 (csd 15jan18). Gptc number added. Events added. Medical history, concomitant medication added. Additional information received on 20mar18. Medical history, concomitant medication added. Suspect drug's therapy dates, indication was updated. Events added. Outcome updated. Pharmacovigilance comment: sanofi follow-up company comment for follow up dated 20-mar-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty, joint range of motion decreased, joint lock, chondroplasty right knee and bacteria in medicine infected the knee . A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 20-mar- 2018, the case became medically confirmed. This case cross referenced with (B)(4). (Cluster). This unsolicited case from united states was received on 28dec17 from pt. This case concerns a 65 year old female pt who received treatment with synvisc one and after few hours had severe pain; after unknown latency the pt used walker for 2 days, it hurts to get out of a car or it hurts to get out of a car, it locks up a lot now, flu like symptoms, knee felt very stiff and it was terrible, could not put weight on it and fluid withdrawn; chondroplasty right knee, arthroscopy right knee (latency: 11 weeks), bacteria in medicine infected the knee, impaired gait/increased walking difficulty/ right knee pain limiting prolonged walking/mild difficulty walking (latency: unknown), felt like had flu, impaired balance, decreased strength, right knee pain limiting prolonged standing, mild difficulty performing adl's/impaired adls, crepitation in posterior aspect of her knee, reaction to the injection/pseudoseptic reaction (latency: few days). Also, device malfunction was identified for the reported lot number. Medical history: diabetes mellitus type 2, right knee osteoarthritis, gastroesophageal reflux, hypertension, sleep apnea, night sweats, joint pain, joint swelling, backache, depression, left knee pain and instability relating to tricompartmental osteoarthritis, hysterectomy, staph of left knee 2 years ago after left knee scope, thumb surgery, dyslipidemia, hyponatremia, prior surgery: orif distal radius right wrist in may16. Hysterectomy in 1995. Cmc arthroplasty in 2006, prescribed medications were mupirocin (bactroban), bactrim ds, clindamycin hydrochloride (cleocin) hci, ibuprofen (duexis) on (B)(6) , pt bothered with numbness and tingling in her right hand now for past year. Aggravated for the past 2 months (mth). Related to heavy lifting and gripping. Awakes her at night. Median nerve compression test after 15 seconds of compression. Carpal tunnel syndrome. (B)(6) , stepping up with left knee and twisted her right knee. Had pop and developed pain posterolaterally. Some radiation up the thigh and down the leg to the back of calf. Pain primarily along posterolateral joint line. Pain not any better now than it was over a week ago when she first injured it. On ibuprofen. Posterolateral knee pain, suspect lateral maniacal tear. On (B)(6) surgery right knee scope. On (B)(6) , at l5-s1, disc space well maintained. There was facet hypertrophy. L4-15, there loss of high signal intensity within disc on 72-weighted images compatible with desiccation secondary to degenerative disc disease. Ligamentum flavum buckling, diffuse disc bulging resulting in spinal stenosis. Neural foramen mildly narrowed, left greater than right. Minimal retrolisthesis of l4 relative to l5, which also contributes to spinal stenosis. L3:14, bisc space height relatively well maintained. Minimal retrolisthesis of l3 relative to l4. Mild spinal canal narrowing but no frank spinal stenosis. Inferior neural foramina' narrowing bilaterally. At l2-l3 and l1-l2 disc space levels, the discs relatively well maintained. At l2-l3, there was facet hypertrophy and minimal diffuse disc bulging. Inferior neural foraminal narrowing. L1-l2 disc space level otherwise was unremarkable. Lumbar spondylosis. On 06aug09 sutures removed and steri-strips applied. On23aug09 mild pillar pain. Right knee scope with lateral meniscectomy and abrasion chondroplasty pain radiating down back of the leg half way down the calf and up to thigh. Walks with careful gait. Pain with flexion beyond 120 degrees. Doing fairly well with some residual posterolatensl pain. On (B)(6) 2009 injury to her right leg while at work (on (B)(6) 2009). Torn meniscus in the right knee. Underwent arthroscopy in late may. Continued to complain of pain in her knee region with cramping in calf. She has taken ibuprofen (advil) and methocarbamol (robaxin). Pain in right buttock region radiating into the lateral thigh and upper calf. Lumbar MRI films reveal some degenerative disk disease most prominent at l4-l5 and some at l3-l4 well appears component of right sacroiliitis. (B)(6) 2011 got crunching and grinding in her knees especially in the patellofemoral joints. Meniscus excised. Injured the left knee (2006) where she had some type of tendon tear and had that repaired. Got bilateral medial joint line pain. She has got medial joint line tenderness, positive effusion on clinical exam. Knees crunching and grinding on loading of the medial joint line and in the patellofemoral joint. X-rays showed degenerative changes in patellofemoral joint. Bilateral knee chondral damage, osteoarthritis. Knees were injected with 2.5cc of s sodium hyaluronate (supartz) in anterior lateral portal. Knees injected with 2.5cc of sodium hyaluronate in anterior lateral portal. Injected with 2.5cc of sodium hyaluronate in anterior lateral portal. The pt received 5 sodium hyaluronate injections. On (B)(6) 2014, pt had chronic bilateral knee pain status post supartz. A lot of problems with her right knee just mild problem. Left knee giving her significant problems in the posterior aspect of her knee, hard time keeping her knee straight. Burning over the peroneal nerve area. Pain 4/10. Xrays ordered performed and interpreted. Bilateral knee x-rays reveal some degenerative changes right greater than left in the patellofemoral joint. Mild narrowing of the femoral tibial joint. On (B)(6) 2014, knee injections in the past approximately 2 months ago with steroids and knee better but still having unilateral swelling and posterior popliteal pain. Unilateral swelling left leg with djd of knees: on 13may14, pt had pain approximately 1 month as well as limited range of motion and swelling. Moderate cartilaginous defects present more posteriorly along the lateral aspect of the medial femoral condyle. On (B)(6) 2014, right knee septic bursitis. Friday night she had a really bad night was feeling like she had the flu she thinks that the clindamycin might be contributing to this. Gotten somewhat better she's had less redness and tenderness to the right knee. On (B)(6) 2014, bilateral knee pain. Knee arthropathy she's had a series of sodium hyaluronate her last injection she's has recurrence of her pain and she's wants to come in and have steroid injection so she'll continue her left active lifestyle without knee replacement. Staph infection. Synovasure aspiration. Placed on schedule for total knee arthroplasty but had to cancel due to a distal radius fracture causing her to seek treatment for that insteadleft knee: mild effusion. Right knee: active range of motion: extension 0 degrees, flexion 120 degrees. Strength: 5/5 quadriceps. 5/5 hamstrings. X-rays, four views of the left knee performed today reveal no acute fracture or dislocation. Decreased joint space, particularly in the pa flexion view of her medial compartment, decreased lateral patella space as well with patellar osteophytes. (B)(6) 2015, pt had bilateral knee pain. Degenerative joint disease both knees. And undergoing about 4 years now of viscose up mentation steroid injections. Her significant only. On (B)(6) 2016, complaint of bilateral knee pain, left greater than right. Cortisone injection. Had hyaluronic injections and these do not seem to be giving her any relief in her pain symptoms. Xrays, four views of pt's right knee, pt has moderate-to-severe narrowing of the lateral compartment as well as some patellofemoral degenerative changes: bilateral knee arthritis, left knee effusion. Sterile procedure with area to be injected cleansed with betadine. Ptâe s left knee was injected via superior patellar approach with 15 mg of lidocaine. Aspirated 40 cc of clear yellow fluid. Good hemostasis and no complications. (B)(6) 2016, surgical consultation regarding her left knee worsening pain. Pain has been a problem for several years. She underwent a cortisone injection, series of sodium hyaluronate gel injections, and most recently had knee arthroscopy in (B)(6) , none of these efforts have helped her pain. Postop from her knee arthroscopy, she did develop staph infection. Third knee surgery on this left knee. Pt complains of ongoing pain, discomfort, swelling, and buckling. Ready to proceed with total knee arthroplasty. X-rays two views of left reveal complete loss of joint space in medial compartment and decreased patellofemoral compartment with small patellar osteophyte noted. Right knee also does exhibit signs of arthritic changes as well. On (B)(6) 2015, left knee internal derangement, postoperative: left knee grade 3-4 damage of medial femoral condyle, lateral tibial plateau and patella, grade 3 damage of the medial tibial plateau and lateral femoral condyle. Posterior horn medial meniscus tear, posterior horn and anterior horn lateral meniscus tear with some chondrocalcinosis. Lateral riding patella. Left knee arthroscopy with chondroplasty of medial femoral condyle, medial tibial plateau, lateral tibial plateau, lateral femoral condyle, and patella in femoral groove with posterior horn medial meniscus resection and partial resection of anterior horn lateral meniscus and posterior horn lateral meniscus. On (B)(6) 2015, aspirated and cultured nothing drawnout but she had recurrent effusion. Erythema the lateral portals marked effusion of knee. Preoperative diagnosis left knee portal infection with intraarticular spread after knee arthroplasty. Postoperative diagnosis was left knee portal infection with intraarticular spread after knee arthroscopy. (B)(6) 2015, follow up for left knee intraarticular infection status post arthroscopy, zyvox that causing lots of dizziness. Pt had viscosupplementation then total knee arthroplasty, on 13jun17 due to arthritis with gradual progression. Postoperative seroma developed after traumatic events in which she fell while in her garden. Resolve on its own with rest, ice, compression, elevation. Posterior knee pain after rising from a seated position for significant period of time. Ongoing right knee pain. Some catching and popping, mild limp.: left knee anterior midline surgical scar. Seroma resolved. Right knee: large effusion. Passive range of motion very painful 0 to 115 degrees. Tender to palpation over patellofemoral joint, medial and lateral joint line.. X-rays: two views of the left knee performed today reveal postop total knee arthroplasty in good position and alignment. Large effusion patellofemoral osteoarthritis with large osteophyte formation, complete loss of joint space in the lateral compartment with a shredded and macerated lateral meniscus. (B)(6) , after fall did notice swelling, pain at her knee. Ice and an ace bandage wrap for support. Mild limp. Left knee: palpable hematoma over the superior medial aspect of her left knee. X-rays: two views of the left knee performed today reveal no normal postop total knee arthroplasty well in place, with no evidence of fracture. (B)(6) 2017, MRI showed large knee joint effusion present with synovitis. Degenerative signal presnt throught medival meniscus. Moderate cartilage loss mild subchondral cystic change and moderate osteophyte formation. Moderate cartilage loss in platella with moderate trochlear cartilage loss. Moderate patellofemopral osetophytes. Multiloculkaer cysty posterior to knee could represent a ganaglion or joint recess. Multiplocular lateral meniscus with associated svere degenratibe change in lateral compartment. Moderate degenerative changes in patellofemoral compartment. Defentarion od medival menisus without a discrsete tear. Allergic to cefaclor (ceclor) causes joints to swell and her skin to itch. Denied alcohol or tobacco use. Worked as a bus driver. On an unknown date in (B)(6) 2017, sterile procedure with area to be injected cleansed with betadine. Right knee was injected via the lateral joint line with 50 mg of lidocaine followed single intra-articular synvisc one injection, at the dose of 6ml once (batch/lot number: 7rsl021; expiry date: may20) in the knee for right knee osteoarthritis. On (B)(6) 2017, 4 to 5 hours after receiving the injection pt started experiencing severe pain in the knee. Same day, atient could not put weight on and had to use a walker for 2 days. Pt had to use walker for 2 days. Pt also felt flu like symptoms stayed in bed. Pt had continued pain after she could walk. In 2017, knee felt very stiff and it was terrible, and pt still had problems. Pt stated the pain was not as severe as it was the first couple of days after the injection. Pt stated that it locked up a lot now and it hurts to get out of a car or when she was standing after she sits for a while (latency: unknown). Pt stated that she saw the doctor at the sports clinic and the doctor informed her that they might have to go in the knee to clean it out or flush it out (latency: unknown). Pt had an appointment next week. Pt stated that she had fluid withdrawn and was given a steroid shot for the pain. Pt also stated that she had called her doctor to report this shortly after the injection. Pt also confirmed she was not hospitalized. Pt did consult hcp on 03-nov-2017. Medrol dosepak on started on (B)(6) 2017. On (B)(6) 2017, pt met hcp. On (B)(6) 2017, fluid was taken (drained 53 cc). On (B)(6) 2017, pt had right knee pain. Pt was at followup on her synvisc injection. Reaction to the injection. She felt like she has had the flu but has not had any fever pain and swelling in knee persisting. Icing her knee. Gait and station: mild antalgic gait without assistive device. Right knee: the pt has moderate effusion. There was mild diffuse tenderness. No erythema. She has mild decreased range of motion. Right knee effusion. She did have a reaction from synvisc. Aspirate and inject knee. Fluid for lab evaluation with culture stain, cell count crystals. Give tramadol for pain. Sterile procedure with area to be injected cleansed with betadine. Right knee injected via superior patellar approach with 50 mg of lidocaine to numb area and then aspirated 50 cc of yellow-to-clear fluid. Injected with 8 mg of dexamethasone and 5 mg of bupivacaine hydrochloride (marcaine). Continued to have significant right knee pain knee swelling and knee warmth. Based upon her increased knee pain since her injection, concerned because of this continued pain. Consultation that we have with infectious disease as well as discussion regarding management of these pts. Possible arthroscopic irrigation as well as culturing. Current medications were chlorthalidone daily, venlafaxine hydrochloride (effexor xr) 150 mg daily, prilosec 40 mg daily, montelukast (singulair) 10 mg daily, atorvastatin calcium (lipitor) 20 mg daily, metoprolol tartrate (metoprolol) 100 mg daily. On (B)(6) 2017 left knee resolving ecchymosis area. Moderate fluid in the suprapatellar region. Did not feel to be joint effusion.no evidence of current infection more than likely resolving serom. Passive range of motion 0 to 115 degrees. Right knee: active and passive range of motion within normal limits with mild crepitation.. Tender to palpation over the medial and lateral joint lines. X-rays: reveal postop total knee arthroplasty in good position and alignment. Postoperative care for left total knee arthroplasty. Contusion resolving of the left knee, (date of injury (B)(6) 2017). Chondromalacia, right knee. (B)(6) 2018, alert and oriented to person, place, date and situation. Strength: 5/5 quadriceps. 5/5 hamstrings right knee: moderate valgus deformity. Medial and lateral joint line tenderness to palpation. Severe crepitation. 2+ effusion. Active range of motion: extension 5 degrees, flexion 115 degrees. Passive range of motion sane as active. Strength: 5-/5 quadriceps. 5-/5 hamstrings. Negative patella apprehension left and right foot: no pes planus. This culture was specifically need to be addressed for the possibility of methylobacterium thiocyanatum gram-negative rod. Two portal arthroscopy performed using 2.7mmarthroscope for visualization. 2+clear joint fluid effusion, chondroplasty method debridement with shaver. Right knee was extensively irrigated using arthroscopic technique. Normal saline arthroscopic fluid used during irrigation process. 0.25% marcarine installed in portal sites. Sterile strips, bulky dressing applied. As of (B)(6) 2018, the pt had mild difficulty walking and performing adl's, aggravating factors were walking standing after sitting long time. On (B)(6) 2018, surgery/chondroplasty; right knee arthroscopy with extensive irrigation debridement culture and chondroplasty of the patella grade 3-4, trochlea grade 2-3, medial femoral condyle grade 4, medial tibial plateau grade 4, lateral femoral condyle 4, and lateral tibial plateau 4. On (B)(6) 2018, right knee limiting prolong walking and standing. (B)(6) 2018, right knee arthroscopic surgery. Had injection in right knee and bacteria in medicine infected knee. She had increased difficulty walking. Aggravated outside of knee since previous session. On (B)(6) 2018 isolated from broth only enterococcus species. On (B)(6) 2018, isolated from broth only enterococcus species. As of (B)(6) 2018, reported that post-op recheck, some crepitation and some popping in the posterior aspect of her knee. Ally injected with compromised lot of synvisc and that prompted her irrigation and debridement. Cultures intraoperatively reveal broth only on enterococcus species, which was different from the contaminant found in the synvisc studies. Physical examination showed right knee healed arthroscopic portals, moderate effusion, active range of motion 0 to 105 degrees. Passive range of motion 0 to 110 degrees. Motors intact. Continue home exercises. She may return to full duty as a school bus driver at this point from (B)(6) 2018. Corrective treatment: unspecified steroid shot, methylprednisolone (medrol) for severe pain; walker; medrol for could not put weight on it; not reported for rest events outcome: recovered with sequelae for it hurts to get out of a car or it hurts to get out of a car, it locks up a lot now, fluid withdrawn and knee felt very stiff and it was terrible; unknown for bacteria in medicine infected the knee; not recovered for device malfunction, severe pain, could not put weight on it; recovered for rest of the events a pharmaceutical technical complaint (ptc) initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for device malfunction and could not put weight on it; required intervention for device malfunction, severe pain, could not put weight on it; important medical event for chondroplasty right knee, bacteria in medicine infected the knee info rec (B)(6) 2018. Gptc number added. Info added info rec (B)(6) 2018. Info added additional information received on (B)(6) 2018. From physician. The case became medically confirmed pharmacovigilance comment: sanofi follow-up company comment for follow up dated (B)(6) 2018.: based on the available information, a significant temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 28-dec-2017 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after few hours had severe pain; after unknown latency the patient used walker for 2 days, it hurts to get out of a car or it hurts to get out of a car, it locks up a lot now, flu like symptoms, knee felt very stiff and it was terrible, could not put weight on it and fluid withdrawn; also, device malfunction was identified for the reported lot number. Patient had knee surgery and scopes in the knee in the past and knee replacement in the other knee (withno anesthetic given at the time of the procedure). Patient had received sodium hyaluronate (supartz) in the past. Patient had arthritis and blood pressure. Patient had allergy to cefaclor (ceclor)-hurting in all joints. Concomitant medications include: chlorthalidone for blood pressure; omeprazole (prilosec) for stomach; venlafaxine hydrochloride (effexor) for depression; montelukast (singulair) for allergy and atorvastatin calcium (lipitor) for cholesterol on an unknown date in (B)(6) 2017 (6 weeks ago), the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6ml once (batch/lot number: 7rsl021; expiry date: not reported) in the knee for knee osteoarthritis. On (B)(6) 2017, 4 to 5 hours after receiving the injection patient started experiencing severe pain in the knee (latency: few hours). On the same day, after unknown latency, patient could not put weight on and had to use a walker for 2 days. Patient had to use walker for 2 days. Patient also felt flu like symptoms stayed in bed. Patient had continued pain after she could walk. On an unknown date in 2017, after unknown latency, the knee felt very stiff and it was terrible, and patient still had problems. Patient stated the pain was not as severe as it was the first couple of days after the injection. Patient stated that it locked up a lot now and it hurts to get out of a car or when she was standing after she sits for a while (latency: unknown). Patient stated that she saw the doctor at the sports clinic and the doctor informed her that they might have to go in the knee to clean it out or flush it out (latency: unknown). Patient had an appointment next week. Patient stated that she had fluid withdrawn and was given a steroid shot for the pain. Patient also stated that she had called her doctor to report this shortly after the injection. Patient also confirmed she was not hospitalized. Patient did consult hcp on (B)(6) 2017. On (B)(6) 2017, patient met hcp. On (B)(6) 2017, fluid was taken (drained 53 cc) corrective treatment: unspecified steroid shot, methylprednisolone (medrol) for severe pain; walker; medrol for could not put weight on it; not reported for rest events outcome: recovered with sequelae for it hurts to get out of a car or it hurts to get out of a car, it locks up a lot now, fluid withdrawn and knee felt very stiff and it was terrible; not recovered for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for device malfunction and could not put weight on it; required intervention for device malfunction, severe pain, could not put weight on it additional information was received on 15-jan-2018 and 18-jan-2018 (both information processed together with clock start date of 18-jan-2018). Global ptc number was added. Events of flu like symptoms and could not put weight on it was added along with its details. Medical history and concomitant medications was added. Start date was updated for the events of severe pain. Clinical course updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 18-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty, joint range of motion decreased, joint lock, knee effusion and knee pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.